Event description:
The customer reported the display went blank during use. There was no pt impact.

Manufacturer narrative:
(B)(4): the customer reported the display went blank during use. There was no pt impact. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.